Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received form the patient reported that they had not notified their managing physician about the reposition antenna screen on their recharger. The circumstances that led to the reposition antenna screen was reported to be having gone too long between charging sessions. The patient had contacted a manufacturer representative and the issue was resolved.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for radicular pain syndrome (r adiculopathies). It was reported that the patient was seeing poor communication, could not get hisimplant to charge and saw the reposition antenna screen on the recharger. The patients last successful charge was about three weeks ago. The patient did not have their patient programmer to test connection. It was reviewed that the patients device may be in an overdischarge state and that if the patient was unable to connect with their patient programmer they should follow up with their primary healthcare professional. No patient symptoms or further complications were reported as a result of this event.